Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. It was reported that the customer had gone through 9 sets and reservoirs. The customer states their blood glucose level was between 300mg/dl and 400mg/dl. Troubleshoot was conducted. The customer states the reservoirs were discarded. The customer is being sent replacement reservoirs.